Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient¿s mother stated the patient experienced a hypoglycemic event that resulted in the patient being hospitalized. There was no allegation against the device as the patient¿s mother stated that the patient was not wearing the device at the time of event. She indicated that they were waiting for a replacement sensor and during the period of not having sensors, the patient experienced the hypoglycemic event. No additional patient or event information is available.